Manufacturer narrative:
Pump passed unexpected restart test and no unexpected restart error alarm noted during testing. Pump had intermittent button response due to corroded keypad races. Pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. Customer also reported an unexpected restart alarm that they were unable to clear. Customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.